Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (replace b17 with b01, c20 with c19, d15 with d14), h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, clamp function and integrity (seal surface) tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021 reported as "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. No damage was noticed on the transfer set. There was no allegation against the adapter and it remained in use. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.